Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) primary insulation cracked on power cord. There was no patient involved.

Manufacturer narrative:
The fse replaced the ac line cord cable and the p-clamp. Then, the fse completed the full pm, where the safety disk was replaced at the prescribed interval. The unit passed calibration, functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.